Event description:
It was reported by japan the sales rep that during an unspecified surgical procedure on an unknown date, the 4.9mm healx adv sp bioc anchor device suture for the inner anchor was loaded to the anchor, when the anchor was inserted into the body the screw moved to the tip. Once it was removed from the body, the surgeon attempted to put the screw back in. However, it could not be inserted and could no longer be used for surgery. Another device was used for surgery. There was no surgical delay and no harm to the patient. The date of event is unknown. No further information is available.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. Since the complaint device was discarded, we cannot determine a root cause for the reported failure. If additional information or the device is received in the future, we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device, and no non-conformance was identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI:(01)10886705030576(10)8l44886(17)240831.